Event description:
It was reported that on (B)(6) 2010, angioplasty was performed on a 3.5 x 15 mm xience v stent for treatment of restenosis.on (B)(6) 2011, the patient was rehospitalized. Angiography revealed restenosis in the 3.5x15 mm xience v stent, which was treated with the placement of a 4.0x15 mm xience v stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted to treat in-stent restenosis, it should be noted that the xience v IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.